Event description:
It was reported that a posey bed - acute care/ltc model 8050 that both side windows are ripped. No pt injury reported.

Manufacturer narrative:
Eval codes: results: (other) - front side a drainage port at the start and end has a 2 inch tear and the literature bag has two 3" holes. Left side d window the zippers pull tab is missing and there is a cut in the window. Right side c slider zipper slider body is open. Missing window b. It was confirmed that one side window was ripped the other window the zippers slider body is open.